Manufacturer narrative:
(B)(4). Investigation completed and product evaluated: the returned mete did meet all the testing performance specifications. The meter is functioning properly as intended. Costumer returned expired test strips;unable to evaluate. Most likely underlying root cause of malfunction:strip issue,user is testing with expired test strips.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer's wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/23/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states he has not had any recent changes in his diet, exercise, or medications. Customer states the meter's time and date have been reset since the battery was taken out and reinserted a couple of times. Informed customer the strips are expired, advised customer to stop using the meter and strips.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer's wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/23/2016. The meter memory was reviewed for previous test result history (date / time not set): lo (B)(6) 2016 04:09 am fasting: yes, lo (B)(6) 2016 01:15 am fasting: yes, lo (B)(6) 2016 10:12 pm fasting: yes, lo (B)(6) 2016 12:38 am fasting: yes, lo (B)(6) 2016 10:43 am fasting: yes. Customer states he has not had any recent changes in his diet, exercise, or medications. Customer states the meter's time and date have been reset since the battery was taken out and reinserted a couple of times. Informed customer the strips are expired, advised customer to stop using the meter and strips.